Event description:
Procedure: lobectomy. According to the reporter: staples did not form properly on the first firing. Bleeding was reported as more than 250cc and additional tissue was resected. Another device was used to complete the procedure.